Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, air/water channel, and auxiliary water channel could not be identified. However, it¿s likely the cause is related to incomplete reprocessing due to leakage occurring from the device (up/down angulation control knob, right/left angulation control knob, plug unit). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of upward/downward knob and the right/left knob; water tightness was lost. The air/water cylinder had foreign objects, due to deformation of the plug unit; and water tightness was lost. The bending angle in up direction did not meet the standard value due to wear of the angle wire. The plastic distal end cover had a scratch, the adhesive around light guide lens had a chip, the bending tube was deformed, the adhesive on bending section cover had a crack, and the connecting tube was snaking. It is most like that the reported event was a result of insufficient reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and jet tube had remains of a white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.